Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flow alarms while he was seated at home. The patient's controller had dots and no proper display, so it was exchanged. The patient is stable and discharged. Related manufacturer report number # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller screen not having a proper display was confirmed via product testing. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the system controller. The log file spanned approximately 27 days ((B)(6) 2021, (B)(6) 2001 per timestamp). There were no notable events in the log file related to the performance of the controller screen. The heartmate ii system controller was tested and failed one step of initial preliminary testing due to the lcd panel showing a blank white output. The system controller was forwarded for further testing and it was observed that the internal lcd panel of the controller was not functional. The panel was exchanged with a working panel and the system controller was able to function as intended. The system controller was able to pass functional testing and was able to operate on a mock loop without issue. The root cause of the reported event was determined to be from a nonfunctional lcd panel. The root cause of the lcd panel not functioning was unable to be determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 17may2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller screen not properly showing information and having dots was not confirmed. The heartmate ii system controller (serial #: (B)(6) ) was not returned for analysis and no log files were submitted for review. An image was submitted of the system controller screen; however, this image did not confirm the reported event of dots on the system controller display. Additional information indicated that the return status of the system controller status could not be confirmed due to export issues from india. It is unknown if or when the controller will be sent back. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 17may2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A couple seconds after the low flow alarms the controller showed driveline disconnected and low speed. No particular reason was found for the alarms however a controller malfunction was noted as a possibility. The alarms resolved on their own.